Manufacturer narrative:
(B)(4). Additional information requested and received: what color cartridge was used on the pouch? Ecr60b and ecr60d. During reoperation, were any issues noted with staple formation? Unk. Was the leak on or above the staple line? On the staple line.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were any issues noted with staple formation during initial procedure? No. How did the patient present? Bariatric surgery. The patient is over weight. How was the leak addressed? New surgery. Was the site of the leak identified? If so, what color cartridge was used where the leak was identified? The leak was above the pouch. Blue and white. What is the current patient status? Ok.

Event description:
It was reported that after a gastric bypass procedure, gastric fistula; post op fistula and a new surgery is scheduled. No date communicated to date. No device malfunction noticed during initial procedure. Reloads used: ecr60b p4r02c (1), ecr60b p4r10r (4), ecr60d n4m56w (1).